Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the device didn't feel right when attempting to remove the device. The sheath and guide separated and a cut down was performed to remove the device from the patient. The artery was repaired via cutdown. Hemostasis was achieved via surgical suturing. There was reported clinically significant delay in the procedure or therapy and extended hospitalization. No additional information was provided.

Manufacturer narrative:
Evaluation summary previously reported.

Event description:
Subsequent information received: user facility medwatch report received that states "caller reports he had an angiogram on (B)(6) and during the procedure the catheter broke and he needed emergency surgery. He was rushed to the operating room and his vein was cut open to remove the broken device. Caller wants the FDA to be aware of this event and investigate the quality of these devices so other people do not go through unnecessary surgeries."

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment of the device in the patient could not be replicated in a testing environment as it was based on operational circumstances. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.